Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient saw a screen ¿can¿t deliver desired intensity settings.¿ the rep checked impedances and electrodes 2, 3 and 6 were high. The rep reprogrammed the patient and the patient stated he was getting adequate relief without seeing the error message on the controller. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient attempted to increase the intensity with their controller and received a message stating that "desired settings could not be delivered". There were no known factors that may have led to the issue. The rep performed an impedance check which showed two electrodes on the 0-8 lead were high. The rep said they successfully programmed around the two electrodes with high impedance. The patient reported immediate pain relief. It was noted that the issue was resolved at the time of the report. No further complications were reported/anticipated.